Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the functional/display test failed due to a dim display. It was identified that the cause for the dim screen was due to an internal short present on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A mushroom head check was performed and passed. A valve actuation test was performed and failed. The failure was due to pneumatic valve #3 being unable to deflate. Pneumatic valve #3 was replaced and it began deflating as intended. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that an m30.1 balloon valve leak alarm occurred on their liberty select cycler in drain 0 of 4 during pd treatment. The patient cancelled the treatment and re-setup with all new supplies. While troubleshooting, the patient stated the screen looked dimmer than usual and was hard to read. The patient tried rebooting the cycler, but the screen remained dim despite the brightness being set to 10. The ts representative advised the patient to continue using the cycler. However, ts also issued the patient a replacement cycler due to the screen brightness problem. The patient was advised to notify their peritoneal dialysis registered nurse (pdrn) of the replacement. Upon follow up, the patient confirmed they were able to complete treatment on the cycler after rebooting. The patient confirmed there were no adverse effects experienced and no medical intervention was required as a result of the reported event. The cycler was returned to the manufacturer for physical evaluation and the replacement cycler was scheduled to arrive three days later. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.